Manufacturer narrative:
On january 16, 2019 the returned catheter was decontaminated and evaluated. The evaluation found that there was damage to the nosecone of the lesion generator. This damage allowed liquid to enter the nosecone, which is a space normally filled with air, possibly resulting in energy being directed in a location other than the intended location. The instructions for use (IFU) direct the user to replace the device if the aiming beam intensity is reduced or appears distorted. The distributor representative was aware of the IFU instructions but did not replace the device. This complaint is similar to a previously filed MDR involving a serious injury (MDR 1225698-2018-00015 supplement). In the previously filed MDR, it could not be determined if there was a relationship between the product malfunction and the adverse event. Of specific interest in the (B)(6) 2018 event is the failure of the user to follow the IFU warning to replace the device if the aiming beam appeared abnormal, despite noticing that the aiming beam did not look normal. It cannot be determined when the lesion generator was damaged. Review of the energy delivery snapshots reveals that the lesion generator was used to complete the case even after the aiming beam appeared abnormal. The manufacturing records for the catheter were reviewed and no manufacturing process deviations were identified. Damage to the nosecone resulting in a distorted aiming beam is visible to the user, and replacement of the device ensures there is no risk of harm to the user. Because the device was not replaced after the aiming beam was noted to be abnormal, it cannot be determined if it is likely this event would have caused or contributed to a death or serious injury, but it cannot be excluded. Because this event is similar to a previously reported MDR, it is being reported as an MDR.

Event description:
During a procedure, there were occasions when the aiming beam significantly reduced in size while ablation was performed using the balloon catheter. The observation was seen with all four pulmonary veins. There was no adverse effect on the patient.